Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hyperglycemia while using the ilet and chose to discontinue pump therapy, switch the cgm setting from g6 to fsl3+, turn the pump off, and transition to subcutaneous insulin via pen under guidance, with the g6 sensor confirmed connected to a separate reader. Symptoms included elevated glucose without reported ketones or other adverse effects. Outcomes included no medical assistance and no hospitalization. Investigation included customer support troubleshooting and education with confirmation of cgm-reader pairing and operational changes requested by the user. Investigation of this case revealed no device alarms or malfunctions were identified, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.